Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device . Visual and functional evaluation noted no abnormalities. The eeprom noted an abnormal error code. The root cause for that error code could not be reliably determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. The stapling device was being used to transect the rectum. The surgeon tried to fire the stapler but it did not work. It was fired a little bit, but right after starting the firing sequence it stopped. A new reload was loaded and the surgeon tried to fire, but it stopped too right after starting the firing process. In order to resolve the issue and complete the case, changed the cartridge and powered handled to a new one. There was no patient harm. The patient status is alive, no injury. After the procedure, the reload was detached from the powered handle and found that the status symbol had a blue light and the body symbol light was flashing even the adapter was assembled to the powered handle.